Event description:
The patient underwent an acetabulum revision.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Initial knee replacement procedure was performed on an unknown date in 2000, subsequently, acetabular components were revised on an unknown date in 2007 due to unknown reasons. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown acetabulum shell, therapy date - unknown. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-01277.

Event description:
The patient underwent an acetabulum revision.